Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance/out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot that was released to distribution on march 11, 2013, which was also discarded with no root cause. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported upon insertion of one of his 8x23mm milagro advance screws, the distal tip broke and would not go any further into the bone during an anterior cruciate ligament (acl) procedure. He stated he removed a portion of the broken anchor and kept the remaining broken pieces inside the bone. The surgeon inserted another screw into the same bone hole with no patient consequences. All left over pieces of the device were discarded by the customer. There was a 5-minute delay and it was hard bone quality. It was a btb auto graft and the screw broke upon turning it for the third time into the bone. The surgeon notched. This was a (B)(6) male patient and it was not a revision surgery. No further details were available.